Manufacturer narrative:
Complaint trending report review for the architect stat high sensitive troponin-I assay determined that there were no related adverse trends. A review of the device history record was performed on reagent lot 67309un18 and no issues were identified. Using worldwide field data, the historical performance of reagent lot 67309un18 was evaluated. The patient median result for the lot was within the established limits. Heterophilic blocking tube (hbt) testing and dilution recovery was performed on the returned serum sample. This testing indicates the presence of an interferent and indicates possible heterophilic antibody interference. Dilution recovery testing was also performed on the returned plasma sample, which did not indicate an interfering substance. Additionally, it was noted that the neat value of the plasma sample aligned with the customer's results, however the neat serum sample result was approximately half of the plasma value. Labeling was reviewed and adequately addresses the customers issue. No systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I results for a (B)(6) year old female patient. The customer indicated the patient has consistently generated elevated troponin results (1.2 mg/dl) on the architect. The customer uses a cut off of 0.40 mg/dl. The following results were provided: on (B)(6) 2018: 1.5 mg/dl on the architect. On (B)(6) 2018: 1.5 mg/dl on architect and 0.0 ng/ml on istat. On (B)(6) 2018: two separate samples from patient 1.50 and 1.49 ng/ml on architect, both samples generated 0.0 ng/ml on two different istats and the dimension assay. No adverse impact to patient management was reported.